Manufacturer narrative:
Section a6, race: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. During a post-operative exam, the patient reported not feeling comfortable driving at night. Specific symptoms were not provided. The iol was explanted and replaced with another johnson and johnson iol model dxw375 24.0 diopter. Reportedly, the directions for use were followed. There was no incision enlargement, vitrectomy, sutures or delay in procedure. No medication outside the standard of care was prescribed. Their best corrected visual acuity (bscva) pre-operative was 20/150 -2 j5 and post-operative 20/60 -2 j1. The patient has fully recovered. No further information was provided.